Manufacturer narrative:
Customer has not yet returned the device to the MFR for evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.

Event description:
A report was received stating that during use of the listed device, the patient was admitted to the hospital for diabetic ketoacidosis. While a clinician at the hospital was removing the device from use with the patient, they discovered that the device cannula was bent. No permanent adverse effects to patient reported.